Event description:
Reference importer report (B)(4).

Manufacturer narrative:
Document review: gmk primary fixed cemented tibial tray size 4 left, code 02.07.1204l / lot 113948 ((B)(4) items produced): all parameters were found to be in accordance with specifications valid at the time of manufacturing. All the items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.